Event description:
Related manufacturer reference number: 2017865-2025-12703. Related manufacturer reference number: 2017865-2025-12704. It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the patient's pacemaker, the right ventricular (rv) lead and left ventricular (lv) lead exhibited an intermittent loss of capture. No intervention was performed. The patient had no adverse consequences.